Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of up to 707 mg/dl resulting in a visit to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenously delivered fluids and insulin. The customer was released from the ER approximately 4 hours later with a bg level of 455 mg/dl. A supply change was performed resolving the occlusion.